Event description:
Fse (field service engineer) went on site on 10aug2017.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: fse (field service engineer) went on site on 10aug2017.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) found the drain valve was not fully closed, leading to pressure loss and liquid on the metal base. The fse closed the drain valve fully and the pressure was back to normal. The fse advised the customer of the issue found. The fse noticed that the reagent volume levels on the system did not match the amount of liquid in the buffer bags. The fse advised the customer to update the system when new buffer bags are placed on. The customer was also advised on the importance of the amount of liquid matching between the system and buffer bags. A 13-month complaint history review for (B)(4) found no other similar complaints during this time period. The g8 operator's manual under section chapter 6 indicates to confirm that the drain valve is securely closed when experiencing low or high pressure issues. The root cause of the reported drain valve not being fully closed was attributed to an operator error, which caused low total areas on patient samples and low pressure on the analyzer.

Event description:
On (B)(6) 2017 a customer reported getting low total area on patient samples. The customer opened the needle's black cover and found fluid on the metal base. On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013.

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Under the above section "user facility" was incorrectly selected. The only report source is "health professional".